Event description:
See initial report.

Manufacturer narrative:
H.11 a device service history review has been performed and identified that the unit had no similar events since the unit manufacturing date in 2023. Based on the investigation findings, the most likely root cause of the event was linked to damaged patient pump and stirrer motor reportedly due to corrosion, and most likely favored by the environmental conditions in which they work, such as condensation, humidity and high temperatures, or the action of disinfectants used in cleaning procedures, that contribute to wearing of the part. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: a livanova field service engineer was dispatched to the facility and confirmed the issue. To fix it, patient pump circuit 1 and circulator motor were replaced. After performing all the functional tests with positive results, unit was sent back to the customer if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a 3t heater/cooler displaying an error message (e18, "patient circuit 1 pump is blocked (too slow)"). The issue occurred during priming. There was no patient involvement.